Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on within three hours of insertion on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024. The issues occurred with three similar types of infusion sets and site was patient's arm. The blood glucose level of the patient was high which was treated by correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.